Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Trouble shooting was performed and customer reported a blank display. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered on with blank display. Unable to perform self test, active current measurement, or sleep current measurement due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and lcd flex connector. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for blank display confirmed. Blank display due to corroded electronic assembly isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.